Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had an intermittent power issue and that the patient subsequently experienced elevated blood glucose (bg) of 260mg/dl with increased thirst. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. During troubleshooting, the reporter was instructed to change the battery to one from a new pack, and the pump powered on appropriately. There was reportedly no damage to the battery cap or to the battery compartment, and the battery cap was secure. The alleged bg excursion does not meet criteria for a serious injury. A definitive cause for the intermittent power issue could not be determined during troubleshooting. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.